Event description:
Reporter stated the pt capillary sample was tested, using the suspect device, with a result of "hi" (> 600 mg/dl.). Within minutes, an additional capillary sample measured 313 mg/dl. Reporter indicated that a venous sample, obtained from the same pt immediately thereafter, measured 204 mg/dl, on the supect device. Pt's venous blood glucose was reportedly tested in the facility's lab, within 30 minutes, with a result of 189mg/dl. No pt injury was reported, reporter was unable to rpovide any information about pt's diagnosis or treatment. Quality control testing was reportedly performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect device; however, reporter declined indicating that the facility wishes to keep the instrument to condut additional testing.